Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working and was under delivering the insulin. This incident led to the hospitalization to the customer. Customer was hospitalized for diabetic ketoacidosis on (B)(6) 2021. Customer stated that there had been issues in that past and that earlier on the evening of (B)(6) 2021 that she had noticed that there was 2 bars left on the battery icon and thought that the battery would last until the next morning. Customer was hospitalized for one week. Customer reported high blood glucose levels of 37.0 mmol/l at the time of admission. Customer had current blood glucose levels of 4.2 mmol/l and had blood glucose levels of 20.7 mmol/l at the time of incident. Customer stated that the insulin pump stopped working while sleeping that night on (B)(6) 2021. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer is not calling back to perform an high pressure test. Customer reported that they experienced symptoms related to high blood glucose levels which included were vomiting and ketones. Customer was treated via IV drip. Customer was assisted with troubleshooting. Customer reported that the drive support cap appeared normal. The insulin pump passed the self test. The insulin pump is not expected to return for analysis.